Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported audio board part failure. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H10: a service quotation has been provided to the customer. However, as of the date of this report, the customer has not updated philips on the status of the device and the cause of the reported issue could not be determined. The device remains at the customer site, and no subsequent calls have been logged for this device/issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.